Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. The suction ring assembly issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that the surgery was completed successfully. There was no patient injury reported and no surgical intervention was required. This report is two (2) of two (2).

Manufacturer narrative:
This supplemental report is 2 of 2. Device available for evaluation? Yes. Returned to manufacturer on: 05/04/2018. Device returned to manufacturer? Yes. Device evaluation: two (2) devices were returned within their original packaging confirming the reported lot number of 60097286. A visual inspection of the returned devices did not reveal any damage to the components and all parts were assembled correctly. Suction and dimensional testing was performed on both samples. Sample 1 failed to maintain suction for 60 seconds. The reported loss of suction issue is confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60097286. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results, suction issue was confirmed, but there was no indication of any design or manufacturing issue. Hence, non-conformance report was opened to address pi issue and johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.